Event description:
Date notified: 12/13/2007. A model 326 aspirator reportedly had a leaking battery pack. An inspection of the device did not revealed any sign of battery leakage. The battery pack was not returned with the device. The battery pack, regulator printed circuit board and the power supply were replaced as a precaution. The device was tested to specs and returned to the customer. No pt was involved at the time of the incident.